Manufacturer narrative:
The device has not yet been returned for analysis, therefore the root cause for the reported balloon rupture has not yet been determined. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
A (B)(6) newborn presented with a transposition of great vessels and severe cyanosis. The physician noted on tte that the septum was thicker than usual. Per report, the physician usually inflates the balloon following guideline 1cc/kg, with saline. He started by inflating the balloon with 3cc's and could not pull properly. He decided to deflate the balloon until 2.0-2.5 cc's. He pulled using regular force and then they observed on tte that the balloon had burst. They retrieved the balloon from the patient. After inspection of the balloon out of the patient, the physician was confident that the balloon was complete (no balloon material left in the patient body). There was no report of patient injury.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a false level sensor alarm occurred. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation summary: the report of balloon burst was not confirmed. Evaluation of the returned product revealed that the balloon had pulled out from under the proximal windings. The proximal windings are also damaged/ loose in the central area. There is no latex missing from the balloon. With the information available, the root cause of the customer's difficulties cannot be determined.